Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was not further described. On the same day as event onset, the patient was hospitalized for the peritonitis event and began treatment with injection of vancomycin (1 gram, once every 4 days and ongoing) and injection of fortum (1gram, once daily and ongoing). Dianeal therapy was ongoing. At the time of this report, the patient was recovering and was still hospitalized for the event. The patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
B5: on an unknown date, the patient was discharged, antibiotic treatment was stopped and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.